Event description:
The customer successfully calibrated the paratrend 7+ sensor. The sensor was withdrawn from the tonometer into the extension tube. While doing this, some resistance to movement was felt. When the tonometer was removed. The customer noted that the end of the sensor had been damaged. The sensor was returned to the manufacturer for investigation.